Event description:
Pt was undergoing a left upper arm fistulogram with balloon dilatation. The surgeon deployed an aspire stent and the pt was still stenotic. Another stent was deployed and the stent already in place migrated to the shoulder and then to the right atrium. Retrieval was attempted using the brachial and iliac approches without success. The stent was successfully retrieved under fluoroscopy using a femoral approach. Co rep was present during deployment of stent.